Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor was inserted into the arm. On 01/30/2024, the patient¿s cgm was reading high mg/dl; no bg meter comparison was done at this time. The patient self-treated by taking 40 units of insulin. On the evening of 01/31/2024, the patient began experiencing increased thirst, increased urination, loss of appetite, and shortness of breath. The patient called her doctor, and her doctor advised her to go to the emergency room (ER). The patient drove herself to the ER. At the ER, the patient¿s cgm was 346 mg/dl, and the bg meter was reading 513 mg/dl. The patient was treated with insulin and an unspecified bag of IV fluids. The patient also had lab work done. The patient¿s blood work confirmed that she was not in diabetic ketoacidosis. It was also noted that the patient had several disagreements with various hospital staff members. The patient requested to be discharged but the hospital did not advise this, so the patient left the hospital against medical advice on 02/01/2024. The patient was still not feeling well and was recovering at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 01/30/2024. The reported glucose values fall within the b zone of the parkes error grid when the patient was at the ER. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.